Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flickering being observed due to faulty receptacle unit and front panel keys are working on hard press due to faulty front panel. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The video system center was returned to the service center with a report of horizontal lines in the screen. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During device inspection, image flickering was observed, and the front panel keys were found to function only when pressed firmly. There was no patient involvement.